Event description:
It was reported that during a lead revision, it was observed that the device had significantly dropped from the original position. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.